Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly.

Event description:
The customer reported moisture damage after accidentally dropping the insulin pump in the pool. Advised that the insulin pump would be replaced. Nothing further was reported.